Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a rise shock impedance measurements from 65 ohms at implant to an average of 95 ohms. Review in shock impedance measurements showed a gradual rise and plateau with a few dips, with an average of 95 ohms within the last 28 days. A 10j commanded r synchronized shock was performed during battery replacement, and a shock impedance measurement of 83 ohms was obtained. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.